Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 2/6/2019, a manufacturing record evaluation was performed for the finished device and no non-conformances related to the reported complaint condition were identified. Concomitant medical products: merit medical prelude 8 fr x 11 cm sheath (model# unknown, lot# unknown); smartablate¿ system rf generator (model# unknown, serial# unknown); soundstar® eco diagnostic ultrasound catheter (model# unknown, lot# unknown); carto 3 system (model# unknown, serial unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase of the idiopathic ventricular tachycardia (idvt) procedure in the right ventricle (rv), steam pop occurred. Ablation was immediately stopped. Within 45 seconds, the patient¿s arterial line blood pressure dropped. A soundstar® eco diagnostic ultrasound catheter was inserted and the effusion was confirmed. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 300- 315 ml of fluid from the pericardium and the patient's blood pressure stabilized. A pericardial drain was left in place and the patient was transferred to the intensive care unit for observation purposes. Extended hospitalization was required, as a result of the adverse event. Patient¿s outcome is fully recovered. Patient had a history of bigeminal premature ventricular contraction and ventricular tachycardia. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related and the patient¿s condition related to the patient¿s anatomy. The steam pop that occurred in the anterior freeway right ventricle outflow tract, was cited as a factor that might have contributed to the adverse event. No error messages were observed on any biosense webster inc. (Bwi) equipment during the procedure. A merit medical prelude 8 fr x 11 cm sheath was used during the procedure. The smartablate¿ system rf generator was used in power control mode at 35 watts. The noted parameters at the time of the steam pop included temperature around 35 degrees and impedance of 128 ohms that raised to 152 ohms. The overall time for ablation and the last ablation cycle time were of 17 seconds. The catheter irrigation was set at 2-17 ml/min. Heparin was administered. The activated clotting time (act) was between 250-300 seconds. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a 68-year-old male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis completed on 2/26/2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture reference no: (B)(4).